Event description:
It was reported that the ventricular assist device (vad) patient experienced nonsustained ventricular tachycardia (nsvt) which resulted in low flow alarms. The nsvt was resolved with cardioversion and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event were confirmed via review of the controller log files which revealed a gradual decrease in estimated flows beginning on (B)(6) 2020 and 73 low flow alarms were logged on (B)(6) 2020. A subsequent increase in estimated flows to baseline parameters was logged on (B)(6) 2020. Information received from the site indicated that, in addition to the low flows event, that the ventricular assist device (vad) patient experienced nonsustained ventricular tachycardia (nsvt). The nsvt was resolved with cardioversion and the vad remains in use. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, cardiac arrhythmia is known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.